Event description:
Legal counsel for the patient reported that the patient underwent left m2a hip arthroplasty on (B)(6)2004. Subsequently, a revision procedure was performed (B)(6) 2010 allegedly due to pain, squeaking, and elevated metal ion levels. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2004 was due to squeaking, dislocation and metallosis. The operative notes confirm that the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent left m2a hip arthroplasty on (B)(6) 2004. Subsequently, a revision procedure was performed (B)(6) 2010 allegedly due to pain, squeaking, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-02509 / 02511). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information received in blood tests and medical records, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-02509 / 02511).